Manufacturer narrative:
Imaging reveals greater than normal tissue reflectance on the anterior capsule. This underlying patient condition could contribute to reported capsular tear. No further clinical follow up.

Event description:
P1008 - n/a - issue: on 04/19/2024, it was (B)(6) reported to cas that dr. Had a capsule run out and was unable to place a toric lens during procedure ID # (B)(6). Dr. Noted the tear was at the nasal/inferior area below the nub. Site is requesting review of the procedure.